Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that while using the toothbrush, it broke at an open circle on the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that while using the toothbrush, it broke at an open circle on the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number was provided and no product was returned. Retain sample evaluation was not performed as a lot number was not reported. Based upon an lack of a lot number and sample, acceptable product and manufacturing facility review and no adverse trends a root cause cannot be determined for this complaint. If a lot number or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 20-sep-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that while using the toothbrush, it broke at an open circle on the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No lot number was provided and no product was returned. Retain sample evaluation was not performed as a lot number was not reported. Based upon an lack of a lot number and sample, acceptable product and manufacturing facility review and no adverse trends a root cause cannot be determined for this complaint. If a lot number or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of the device was updated from unspecified to 15211sg s3. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number, frequency and expiration date unspecified). After an unspecified duration the consumer noticed that while using the toothbrush, it broke at an open circle on the handle. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012: no lot number was provided and no product was returned. Retain sample evaluation was not performed as a lot number was not reported. Based upon an lack of a lot number and sample, acceptable product and manufacturing facility review and no adverse trends a root cause cannot be determined for this complaint. If a lot number or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the lot number of the device was updated from unspecified to 15211sg s3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the trending data revealed no adverse trends. An increase was noted which can be attributed to an increase in shipment quantity. Batch record review for the toothbrush did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances. There were no related product, process or facility changes. Visual inspection of the retain sample met all specifications. A change to the basic handle material had been validated to improve flexibility. A review of the trending data associated with this complaint, with use revealed no adverse trends and no trend involving this lot number. The device was used as intended for treatment. The device history review and visual retain evaluation for lot 15211sg s3 was acceptable. No adverse trends have been noted with this product or lot. Although the returned sample received was broken, the manufacturer stated that the product defect was not due to a manufacturing occurrence instead the break occurred due to high compression forces at the thinnest point on the handle. During the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. The manufacturer confirmed that the returned toothbrush was manufactured according to specification. Based on the investigation performed, the disposition of this complaint was undetermined. The change of the basic handle material from moplen to domolen, to increase the handle flexibility, had been validated. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.